Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed specifications. Found cannula bent and unable to confirm customer received sensor in said condition due to customer returned opened/used.

Event description:
The customer reported via phone call that her insulin pump inappropriately suspended due to a sensor glucose of 50 mg/dl and a blood glucose of 200 mg/dl. Troubleshooting was initiated for the discrepancy in sensor glucose and blood glucose readings and the causes of the discrepancy were reviewed with the customer. The customer's current sensor glucose was 74 mg/dl and her current blood glucose was 110 mg/dl. The customer removed the sensor and the cannula was curved. The sensor will be returned for analysis.

Manufacturer narrative:
Reliability analysis inspected one opened/used enlite sensor and performed continuity resistance test and sensor failed specifications. Found cannula bent and unable to confirm customer received sensor in said condition due to customer returned opened/used.